Event description:
It was reported the subject device's endoscopic image disappeared when universal cord was bumped or jiggled. The issue occurred during a diagnostic upper endoscopy procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.